Manufacturer narrative:
"Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking at the septum. Customer reloaded the same cartridge and continued insulin therapy. Customer's blood glucose was between 190 and 198 mg/dl.